Manufacturer narrative:
The investigation confirmed that lower and higher than expected vitros phyt results were obtained from two different vitros tdm pv fluids using two different vitros phyt slide lots on a vitros 5,1 fs chemistry system. The most likely assignable cause for the events is instrument related, with the exception of the vitros phyt lot 2614-0152-0377 result of 32.5 ug/ml obtained from vitros tdm pv h3424. Acceptable vitros phyt and crbm performance was obtained after replacement of the immuno-wash pump and tubing. Concerning the vitros phyt lot 2614-0152-0377 result of 32.5 ug/ml obtained from vitros tdm pv h3424, the most likely assignable cause of this event was user error. The vitros user failed to calibrate vitros phyt lot 2614-0152-0377 after replacing the immuno-wash pump as instructed.

Event description:
A customer complained that lower and higher than expected vitros phyt results were obtained from two different vitros tdm pv fluids using two different vitros phyt slide lots on a vitros 5,1 fs chemistry system. Vitros phyt slide lot 2614-0152-0377. Tdm pv f3422: result of 17.8 ug/ml vs. The expected result of 7.8 ug/ml. Tdm pv h3424: results of 12.6, 19.5, 16.3, 20.0, and 32.5 ug/ml vs. The expected result of 27.0 ug/ml. Vitros phyt slide lot 2614-0153-0667. Tdm pv f3422: result of 5.1 ug/ml vs. The expected result of 7.6 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. Patient samples were not processed with the vitros phyt assay within the timeframe of this event when vitros; however, the investigation could not determine that patient sample results were not, or would not be affected if the event were to recur undetected. There were no reported allegations of patient harm as a result of this event. (B)(4).